Manufacturer narrative:
Claim #: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 -9.0/2.0/092 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 exchanged for a longer length lens due to low vault. This resolved the problem. The cause of the event was reported as unknown.